Manufacturer narrative:
This MDR is related to ge healthcare complaint. While watching the system boot, the ge service rep found the boot up sequence hanging at the point where it says "writing superblock and file systems accounting info". Possible software corruption. The rep reloaded the software and restrapped the xfmr for 113v. The system boots up with no delay in the sequence. The system functions as intended.

Event description:
The customer reported there was an intermittent no boot. The system will sometimes go up to twenty minutes without booting up. Multiple reboots were required to get the system to come up.